Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the battery needed to be replaced every 3 days. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2015 with the following findings: the black box showed no evidence of a short battery life event; there was no power interruption recorded, and the battery voltage never reached a battery warning/alarm threshold. Neither the battery cap nor the cartridge cap were returned; a test battery cap and cartridge cap were used to complete the investigation. The pump ¿ez-prime¿ steps were performed correctly and all current draws were found to be within specifications. Product analysis was unable to duplicate a ¿short battery life¿ complaint. The pump cover was removed for further investigation and no intermittent condition was found to the power printed circuit board or to the continuous glucose monitoring module. No defects were found.